Event description:
It was reported, the gastrointestinal videoscope had foreign objects falling out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1 address exceeded character limit. The full address is: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the nozzle, however; it was not possible to identify the foreign matter. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. There were deviations from the reprocessing steps as presented in the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf-170 series operation manual. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.